Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 1476006300 and 510k# k121680 and UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent posterior fusion at levels t10-t12 and l1-l3. On an unknown date, post-op, the rod at l1 broke. The patient did not achieve fusion as well. Hence, a revision surgery was performed and the broken rod was replaced with a new one. Patient current health status is unknown.